Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 implantable collamer lens, -14.0 diopter, in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Patient's post-op uncorrected visual acuity was 20/20 as of (B)(6) 2015. Lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found that the haptic was bent. (B)(4).